Event description:
Additional information was received on (B)(6) 2012, when it was reported that neither physician (neurologist of surgeon) were aware of any device issues. There were no reports of pain or trauma either.

Event description:
During analysis of a lead that were explanted due to the patient being seizure free and no longer needing vns, a lead break was found. However, due to the mechanical distortion and surface contamination the fracture mechanism of the strand cannot be determined. Additionally, it was observed that the outer and inner tubing were abraded opened with the positive coil exposed in that area. Fluid was found in this area. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The explanted generator was also returned and during analysis it was found to be at end of service as the result of normal battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Good faith attempts to obtain additional information for the reported lead break have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.